Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported pitocin was programmed using guardrails at 2mu/min. Patient reported abdominal cramping . Noted to have a firm abdomen. Clinician observed the pump "appeared to be blousing" IV line was clamped, however customer reported pump did not alarm for occlusion. There was fetal deceleration for ten (10) minutes. Pump was turned off and removed from the room. Per customer report, "appropriate interventions performed and physician notified" this report captures the adverse event on the mother. For the adverse event report on the fetus, please refer to pr (B)(4).

Event description:
It was reported pitocin was programmed using guardrails at 2mu/min. Patient reported abdominal cramping . Noted to have a firm abdomen. Clinician observed the pump "appeared to be bolusing" IV line was clamped, however customer reported pump did not alarm for occlusion. There was fetal deceleration for ten (10) minutes. Pump was turned off and removed from the room. Per customer report, "appropriate interventions performed and physician notified" this report captures the adverse event on the mother. For the adverse event report on the fetus, please refer to (B)(4). Received a copy of the customer's medwatch report from FDA which states, "alaris IV pump appeared to be bolusing with pitocin set at a rate of 2ml/hr. No known harm to patient at this time."

Manufacturer narrative:
Additional information: investigation summary: the reported issue of an over infusion of pitocin (oxytocin), could not be confirmed from the log review analysis. Multiple requests have been communicated to the customer asking to return the devices for investigation. The customer has not returned the devices to the manufacture to date. An infusion of oxytocin with the concentration selected as 30unit/500ml, was manually programmed, and was started on the date 10feb2023 at the time of 8:07 am. The infusion rate was at 2ml/h with the volume to be infused set at 500ml. A few seconds after the infusion was started, an occlusion patient side alarm occurred, and the infusion was restarted. The infusion was interrupted with a door open alarm at 8:15 am. The door was closed, inducing a restart alarm, and the restart key was selected restarting the infusion. The pump module infusing oxytocin alarmed for door open at 8:16 am. The channel off key was selected with an illegal keypress response. The pump module was recorded removed which induced a ¿channel disconnected¿ alarm. The concomitant pump module as channel a was recorded removed a few seconds earlier that also induced a ¿channel disconnected¿ alarm. The alarm was confirmed with selection of the confirm key. A basic infusion was programmed on the concomitant pump module when it was reattached to the system, however, the pump module infusing oxytocin was not re attached. The system was powered off at the time of 8:22 am. The total volume infused of oxytocin was recorded at 0.268ml. The pcu event log could not determine the volume contained in the oxytocin IV container either at the start or ending of the infusion. The pcu event log could not determine why the oxytocin infusion, scheduled to infuse for approximately 250 hours, was instead terminated early after infusing for approximately 9 minutes. Per product labeling, alaris system user manual (v9.33), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident. The system was recorded to have continued use after the above power off. The system was in use between the time of 8:29 am and 9:32 am. The oxytocin infusion was continued after the above event, with the pump module unit ID changing on the system from channel ¿b¿ to ¿c¿ and back to ¿b¿. The programming began with new patient selected. The investigation could not determine if these events were associated with the same patient or if the system was under testing. An additional accumulated total volume infused within the noted time frame is calculated at 2.225ml (1.471ml plus 0.754ml).

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem, FDA notified?, report source other. Additional information : report source, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported pitocin was programmed using guardrails at 2mu/min. Patient reported abdominal cramping . Noted to have a firm abdomen. Clinician observed the pump "appeared to be bolusing" IV line was clamped, however customer reported pump did not alarm for occlusion. There was fetal deceleration for ten (10) minutes. Pump was turned off and removed from the room. Per customer report, "appropriate interventions performed and physician notified" this report captures the adverse event on the mother. For the adverse event report on the fetus, please refer to (B)(4). Received a copy of the customer's medwatch report from FDA which states, "alaris IV pump appeared to be bolusing with pitocin set at a rate of 2ml/hr. No known harm to patient at this time."